Manufacturer narrative:
It has been reported the employee was wearing proper ppe, specifically gloves. The following language related to safe handling of the rapicide pa high-level disinfectant can be found on the safety data sheets, "in case of contact, immediately flush skin with plenty of water. Remove contaminated clothing and shoes. Wash clothing before reuse. Get immediate medical advice/attention. Causes severe skin burns. Symptoms may include redness, pain, blisters." The safety data sheets include the following language related to ppe, "wear chemically resistant protective gloves. Wear approved eye protection (properly fitted dust- or splash-proof chemical safety goggles) and face protection (face shield). Wear suitable protective clothing. Wear solvent resistant apron and boots for spills." It is likely that the package was stored in a non-upright position during transit allowing the rapicide pa high-level disinfectant to leak. The outer package labeling indicates that the package be stored in an upright position during transit. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported that an employee was moving a package that leaked containing rapicide pa high level disinfectant and obtained a burn on their forearm. The employee rinsed the affected area and medical treatment was sought and administered (ointment) at the facility's ER.